Event description:
It was reported that a device would detect loaded tubing when no tubing was present. It was also reported that there were no pt injuries or adverse events.

Manufacturer narrative:
(B)(4). Baxter's device eval is in progress. When complete, a supplemental report will be submitted.